Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with tandem technical support, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.